Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date the patient began treatment for the peritonitis with vancomycin, 1 gram and cefepime, 1 gram (frequencies and routes were not reported). On an unknown date, the peritonitis was resolved. It was not reported if dianeal and extraneal therapies were ongoing. No additional information is available.